Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site plans to keep and use the suspect suction instrument for non-navigated cases. Device lot number was refused to be provided by the site ent coordinator. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Manufacturer narrative:
Device lot number/serial number is not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Part has not been received for evaluation.

Event description:
A medtronic representative reported that a straight suction instrument was discovered during surgery to be damaged. The instrument was successfully verified, but was found to be 2-3mm inaccurate after verification. The nature of the damage is not known. This was discovered during an ear, nose, and throat (ent) procedure, and a different straight suction was used to complete the procedure. The delay to the procedure was less than one hour, and the patient was not affected by the malfunction. No further details were provided.